Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the pulmonary vein isolation pulse field ablation procedure to treat paroxysmal atrial fibrillation. A faradrive steerable sheath clear was selected for use. Air sucking air into the sheath was noted.no troubleshooting steps have been mentioned. The procedure was completed successfully by using non- boston scientific product. No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the preparation of the pulmonary vein isolation pulse field ablation procedure to treat paroxysmal atrial fibrillation. A faradrive steerable sheath clear was selected for use. Air sucking air into the sheath was noted. No troubleshooting steps have been mentioned. The procedure was completed successfully by using non- boston scientific product. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed.